Manufacturer narrative:
We have now concluded our investigation into this report that the patient reacted to pico and a report of reddening and blisters underneath/around pico adhesive 4 days post op¿ we did not receive a sample for this issue, which prevented a full investigation or determination of the validity of the issue. Similarly we could not perform a device history record review as no batch number was provided. This complaint has been assessed by our medical advisor who has stated, ¿the patient has an apparent allergy or chemical intolerance to a component of the dressing adhesive. If the reason is immunological, it is likely that repeated use with result in a similar or worse reddening and blistering reaction. Continued use will be at the discretion of the caring healthcare professional(s).¿ we have not been able to determine a root cause for this complaint, without additional information we cannot take this investigation any further. We have been unable to identify a definitive root cause on this occasion but smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the patient reacted to the dressing. The skin appeared to have reddening and blisters underneath/around pico after 4 days application. The blisters are in the umbilicus area along the 30cm wound.